Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site. The cse inspected the system and confirmed that the power supply had burnt out. The cse replaced the power supply. The components in the power supply are flammability rated, meaning they will not catch fire when they fail. The cause of smoke being emitted from the instrument was a power supply failure. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. There were no injuries to laboratory personnel and no patient samples were affected due to the smoke emitted from the system.